Manufacturer narrative:
Investigation the explanted component has been discarded, therefore it cannot be returned to the manufacturer for identification and analysis. No review of manufacturing records for the complained part can be performed, since product information (lot and sterilization number) is unknown. A final MDR will be shared upon completion of the investigation.

Event description:
A shoulder revision surgery was performed on (B)(6) 2026 due to cuff insufficiency leading to wear of the superior aspect of the poly glenoid liner. Previous surgery was performed in 2008. The surgeon followed the standard surgical workflow for shoulder revision. The explanted components included: smr humeral head ø52 mm (product code 1322.09.520, lot unknown, ster. N. Unknown) · smr cementless finned stem (product code 1304.15.170, lot unknown, ster. N. Unknown) -liner f. Met.back glen. Small (product code 1377.50.020, lot unknown, ster. N. Unknown) smr finned humeral body (product code 1350.15.110, lot unknown, ster. N. Unknown) neutral adaptor taper standard (product code 1330.15.270, lot unknown, ster. N. Unknown) patient is male, 79 years old. Event happened in australia.